Event description:
Customer reported administering nph insulin after receiving a result of 290 mg/dl obtained on the active system. One hour later the customer became hypoglycemic and tested 34 mg/dl on the active system. The customer was taken to the hospital and he was treated with glucose. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).